Event description:
It was reported that the thread of an ozark self-starting variable screw stripped during insertion intra-operatively. The procedure was completed successfully by replacing the screw. No adverse consequences nor surgical delay were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was discarded by customer after the case and was not returned. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was reported that a portion of the threading of the screw had stripped off from the main body. It was further reported that the screw may have been over angulated and contacting the plate during insertion. The fragment was removed, and the procedure was completed successfully with a different screw. No patient harm occurred. The ozark surgical technique and device IFU were reviewed:¿ note: do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Once the screw hole is prepared and the appropriately sized screw is selected, screws can be inserted into the plate using the size 10 tapered driver or the size 10 threaded driver." The most likely cause of the event was determined to be the reported over angulation of the screw during insertion. Over angulation of screw can damage screws, plate, and/or securing mechanism of plate.

Manufacturer narrative:
Hospital disposed of device.

Event description:
It was reported that the thread of an ozark self-starting variable screw stripped during insertion intra-operatively. The procedure was completed successfully by replacing the screw. No adverse consequences nor surgical delay were reported.